Event description:
Two myocardial leads were removed from service due to inappropriate shocks. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician elected to replace the leads with a bipolar lead.